Event description:
According to the reporter, during a robotic pylorus-preserving gastrectomy, the gastric body was resected using two reloads with the powered stapler. It was noted that the condition of the stomach was typically normal¿that is, it was not usually stiff or thick. Apparently, the first firing was done without problem; however, on the second firing, the tissue got caught along with the movement of the knife, resulting in a failure to cut. The staple line was incomplete at the center and distal portion. As a countermeasure, the surgeon took out the third reload to perform an additional resection of the gastric remnant, thereby removing the second staple line. It was mentioned that remnant stomach, which was already small to begin with, had become even smaller.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial #(B)(6)) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5j0946) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5j0946) sigpshell, sig power sigpshell control shell, (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Functional testing found that the reload was loaded into a representative pmv handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the tissue got caught along and the knife failed to cut. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of egia sulu/reload thick tissue. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the devices. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.